Manufacturer narrative:
The instrument and detached right blade were returned and evaluated. Per the customer reported complaint, engineering observed that the right blade fractured at the cross section of the grip cable crimp and the cable crimp has dislodged from the grip hub. The left blade has a piece of the tip broken off. Corrosion was exhibited on both grips and on the left blade shearing surface. No other damage was found. Per the info provide by the initial reporter, the broken piece was successfully retrieved from the pt. Per the endowrist instruments instructions for use (IFU) specifically states: general instruments cleaning instruction: do not expose instruments to hydrogen peroxide, bleach, or alkaline based cleaning agents, as this may result in instrument damage. Prolonged exposure to either ultrasonic cleaning or cleaning agents may result in instrument damage.

Event description:
It was reported that during a da vinci prostatectomy procedure, the jaws of the monopolar curved scissors instrument broke off and fell into the pt. The piece was retrieved and the planned surgical procedure was completed. No pt harm, adverse outcome or injury was reported.